Event description:
S/p vaginal delivery, suture needle broke off in the middle of laceration repair by the senior resident. Half of needle stayed embedded in tissue and the other half on needle driver being used. Missing half was later located and removed by the senior resident in its entirety. X-ray was done to confirm and cleared by the radiologist.